Manufacturer narrative:
Software investigation has not been completed at the time of this report.

Manufacturer narrative:
Software investigation completed. The archive of the patient exam and navigation registration was reviewed. Poor technique was used to register the patient. Results of investigation have been communicated back to the site. Software is functioning as designed.

Event description:
A medtronic representative reported that, at the end of a cranial procedure, the surgeon alleged the system was inaccurate. Because the surgeon could feel the skull tumor and was able to localize without navigation, he opted not to re-register. The procedure was completed with no impact to patient outcome.